Event description:
Boston scientific received information that this local representative had been contacted by the physician with the request to interrogate this device due to beeping tones following magnet removal. The patient had been admitted to the hospital due to multi-system failure and a magnet had been positioned over the device. The device was interrogated by the local representative and the enable magnet function was programmed off. The local representative informed the physician that the beeping tones were most likely the result of a stuck reed switch. This behavior is attributed to a component issue, which can cause the reed switch to stick following exposure to a magnetic field. As a result, process changes have been implemented to correct the issue and improve the reliability of the reed switch functionality and an advisory was communicated worldwide in 2010. The following day, the device's tachycardia mode was programmed off per physician order as the patient had been admitted to the hospital's hospice unit. The patient died shortly after the device was reprogrammed. There were no reports that the use of the device caused or contributed to the patient's death. Subsequently, boston scientific received information from the local representative that the patient's death was not device-related. No save-to-disk was performed post-mortem and the device will not be returned to boston scientific for analysis. Following evaluation by boston scientific's product performance engineering, it was determined that the device was exhibiting the stuck reed switch behavior.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.